Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that female patient underwent a breast surgery with an unspecified gel implant. Post-operatively, the patient experienced a rupture on an undisclosed side. As a result, the patient underwent removal and replacement with a 550cc mentor memorygel implant on (B)(6) 2022. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On october 11, 2022, mentor received the device for evaluation. Mentor identified the suspect device. Lot: 6533744. Catalog: 3546501. Brand name: mentor memorygel breast implant. Manufacturing date: dec/13/2011. Expiration date: jan/13/2017. On october 17, 2022, mentor completed a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a missing material on the posterior aspect, measuring approximately 1.3 cm x 1.0 cm. In addition, siltex cracking was noted on the edges of the missing material. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).